Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Summary device evaluation: the microcatheter and pusher used in the procedure were not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The implant was the only component received for evaluation. The investigation found the implant severely stretched at proximal. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. Without the return and evaluation of the pusher, the investigation is unable to determine the mode of separation (i.e. Unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation due to the absence of the pusher, the reported event is considered non-verifiable. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during a renal embolization procedure, the physician advanced coil implant but it was reported that the coil did not take the right shape. The physician retracted the coil and began to advance the coil again, but was not satisfied with the coil and tried to retract the coil again. However, the coil started to unwind and stretch and unintentionally detached inside the microcatheter. The physician removed the whole system to retrieve the coil. The procedure outcome was successful and there was no report of harm or injury to the patient.